Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging 2 onetouch ultra2 (otu2) meters were reading inaccurately high compared to another meter and the patient's feelings or normal results and 1 otu2 meter was displaying an error 3 message. The reporter also alleged the ot delica lancets were missing from the otu2 system kit. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issues started on (B)(6) 2012 at 10pm. The patient reported the patient had obtained a reading of "289mg/dl" on the otu2 meter (sn: (B)(4)) and "269mg/dl" on another unknown meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl obtained within 30 minutes of each other. The reporter also alleged on otu2 meter (sn: (B)(4)) readings of "266, 366 and 365 mg/dl" were obtained at an unknown time from one another. The reporter stated the patient uses a combination of medications including humalog on a sliding scale and "solastar" unknown dose. The reporter stated the patient made no changes to her usual diet, activity level or medications. The patient reported 5 hours after the alleged issue occurred she developed symptoms of "sweating, fatigue, feeling hot and weak." On (B)(6) 2012 at 3am, the reporter stated the patient measured her blood glucose on another device and obtained a reading of "42mg/dl." The reporter stated the patient self treatment on (B)(6) 2012 at 3am with something to eat or drink. At the time of troubleshooting, the cca determined there were missing lancets from the system kit and the closure seal on the box was intact prior to opening. The cca determined the patient was applying the sample incorrectly. The alleged error 3 message was resolved with a retest. The cca determined the meters were in the correct unit of measurement at the time of testing and the test strips were in good condition. However, control solution tests were not run on the meters due to the reporter not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter alleged due to the alleged issues the patient developed symptoms suggestive of hypoglycemia and required self treatment. However all issues were resolved with troubleshooting, or the reporter's comparison did not meet lfs' criteria for accuracy reporting. This MDR submission contains information from (B)(4) (lancets missing), (B)(4) (error 3), (B)(4) (inaccurate high), (B)(4) (inaccurate high) and (B)(4) (inaccurate high).